Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump gave off an unexpected restart alarm, after insulin pump had been off for eight months. Customer's blood glucose was not known. Troubleshooting was performed. There were 8 displayable history check failure alarms and another alarm in the history. Customer stated the alarms did not occur during normal use. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with multiple a47 alarms noted in history screen due to corrupted history file. No unexpected a21 alarms or a17 alarms noted. The insulin pump passed self test, a21 error test and displacement test. The insulin pump has minor scratches on the lcd window.